Event description:
The patient reported infusion sets fell off during physical activity (B)(6) 2026.

Manufacturer narrative:
MDR initial 1 of 2. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.